Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was hospitalized for high blood glucose. His blood glucose increased to as high as 500 mg/dl. The patient went to the ER and was treated via manual insulin injections. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The device settings were programmed accurately. A high pressure test was declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.